Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod pc into the hub of the microcatheter, the pod pc detached; therefore, the physician pulled out the pod pc using their fingers. The procedure was completed using another pod pc and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00702.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod pc into the hub of the microcatheter, the pod pc unintentionally detached; therefore, the physician pulled out the detached pod pc using their fingers. The procedure was completed using another pod pc and the same microcatheter. There was no report of an adverse effect to the patient.